Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons were sticky and not responding when first press. The insulin pump did shoot or squirt insulin out of the infusion set when priming, battery life diminished from the first day, some batteries were lasting less than 7 days. The customer reported the damage to the casing such as cracks or hairline fractures, cracks on the edges, cracks on the reservoir ring, scratches or damage on the display, the rainbow effect was on display which was making it hard to read, reservoir cartridge was loose or not secure had fallen out and caused problems, hearing unusual (grinding) noise different from the normal rewind noises, rewind was slower. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.